Event description:
It was reported that the communicator of the patient implanted with this implantable cardioverter defibrillator (ICD) displayed a red call doctor (rcd) icon. Upon review, it was found that the communicator was not connecting successfully. Subsequently, troubleshooting was performed, but the rcd icon was still present. The hcp was informed that the dongle is not working, and they stated that it will be replaced. Since the communicator has not been connecting for a long period of time, the cause of the rcd alert has not been determined at this time. The device remains in service and no adverse patient effects have been reported.

Event description:
It was reported that the communicator of the patient implanted with this implantable cardioverter defibrillator (ICD) displayed a red call doctor (rcd) icon. Upon review, it was found that the communicator was not connecting successfully. Subsequently, troubleshooting was performed, but the rcd icon was still present. The hcp was informed that the dongle is not working, and they stated that it will be replaced. Since the communicator has not been connecting for a long period of time, the cause of the rcd alert has not been determined at this time. The device remains in service and no adverse patient effects have been reported. Additional information was received. A patient follow up was scheduled but there is no evidence to suggest that it has been performed. The device remains in service.